Event description:
Complainant alleged that during the incoming inspection of the device, it only intermittently displayed the "ECG lead off" error message. The complainant indicated that there was pt involvement in the reported malfunction.